Manufacturer narrative:
The full name of the event site noted, is: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and determined that the drive manifold had to be replaced. The fse also replaced the batteries and safety disk, because it was due for replacement. The fse performed a full calibration and a functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a system failure message. No adverse event was reported.